Event description:
It was reported that defibrillation threshold (dft) tests were never successful with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The patient then developed an infection, and this product was explanted as a result. The patient was placed on intravenous antibiotics, and a new system will be considered on a future date. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.